Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was noted to have a wire sticking out. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.